Event description:
The patient received two scs leads from the same lot number, it was reported the patient was scheduled to have her scs system removed. Additional information received identified the patient's scs system was removed because it was reportedly not relieving the patient's pain enough.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.